Event description:
There was an allegation of a questionable aspartate aminotransferase result from the cobas 8000 cobas c 502 module. The initial result was 22 iu/l, and the repeat result was 38 iu/l. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 935653. The expiration date was not provided. The field service engineer found that the photometer absorbance values had drifted out of specification due to clouded optics window surfaces and an aged filter. He also found that there was a pressure drop at the common gear pump head assembly. He replaced the reaction bath window, heat cut filter, o-rings, and gear pump head. He calibrated the operating pressures on the gear pump head, cleared the fluid pathways, and verified cell wash distribution volumes. He performed cell blank calibrations and a precision check with values within specification. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.